Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter and a high temperature with no error occurred. After two hours of procedure, the temperature was abnormally high, displaying more than 50°c in the left ventricle. After replacement of the catheter, temperatures were normal again. The procedure was completed successfully. The catheter was removed without difficulty and there were no consequences to the patient. Upon request additional information was received on the event. The high temperature observed was actually 69°c. The system did not stop ablation when the temperature cutoff value of 60°c was exceeded. Therefore the user had to stop ablation using the ¿stop¿ button. Since the system did not stop ablation when the temperature cut off value was exceeded, this event was reported under the ep shuttle rf generator system. The catheter was originally assessed as not reportable as the malfunction related to the patient risk is related to the generator and not to the catheter. The catheter was returned to biosense webster failure analysis lab where it was discovered that the sensor sleeve (pebax) has dried liquid with a cut on the distal side of ring # 2. Upon request additional information was received on the returned catheter condition. This condition was not noticed prior to the procedure, upon withdrawal or prior to sending the catheter back for analysis. This lab finding is indicative of a reportable event as the integrity of the catheter is compromised. The awareness date for this record is (B)(6) 2015 because that is when the cut was discovered.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a smart touch bidirectional catheter and a high temperature occurred. The returned device was visually inspected upon receipt and it was found sensor sleeve (pebax) has dried liquid it with a cut on the distal side of ring # 2, which is why this complaint was reported to the FDA. Scanning electron microscope (sem) analysis results showed that the external surface exhibits evidence of cracking and mechanical damage. It is possible that an unknown object made a crack in the pebax. The foreign matter is composed of elemental carbon, oxygen, sodium, magnesium, silicon, phosphorus, sulfur, chlorine, potassium and calcium. The presence of sodium and chlorine on the analyzed foreign matter suggests that a saline solution could be present on the device. This type of pebax damage is further investigated under an internal corrective action. Then per the event reported the returned device was evaluated for electrical resistance and the thermocouple test passed. An irrigation test was also performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has not been verified.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).